Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: that the customer reported issue of poor image quality (image turned blue) was not reproduced when the repair department inspected the product. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion connector cracks scope mount corrosion a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a poor image quality issue; the image would turn blue. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.